Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the power supply burnt. The patient was not connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy was performed upon conclusion of the investigation, there was no evidence of any burnt components or issues with the power supply, however it was discovered that the display did not work at startup which can be reported as a power issue. The direct cause was determined to be the eproms, which were replaced. Should additional relevant information become available, a supplemental report will be submitted.